Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead revision procedure. During the procedure it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: previously reported as a malfunction but should actually be serious injury.